Manufacturer narrative:
(B)(4). The customer reported the battery will not charge and the connector pulled out of the ac power module. There was no reported pt involvement. The ac power module was replaced and resolved the issue. The broken ac power module was scrapped and not available for evaluation. We will consider this a malfunction of the ac power module where the unit would not charge and the ac power module connector pulled out.

Event description:
The customer reported the battery will not charge and the connector pulled out of the ac power module. There was no reported pt involvement.